Event description:
The manufacturer received information alleging an issue related to a ds2adv auto CPAP device involving a thermal product malfunction, stating that the patient noticed a thin smoke coming from the device and had a mechanical smell, burnt rubber. There is no allegation of serious or permanent harm or injury, and no medical intervention was required by the patient. The device has not yet been returned to the manufacturer for evaluation. Should any additional information be received, a follow-up report will be filed. .